Event description:
It was reported that during a procedure, the maryland xp inline sealer/divider 44cm device emitted a continuous bleep with an alert message indicating that the handle button was pressed and not released after being connected to the ft10 generator. Nothing fell on patient's cavity since the device had not been activated or inserted into the patient. Reconnection was attempted, but the issue persisted. A new device was opened and used successfully on the same generator. There was no patient injury. Medtronic's initial evaluation of the incident device found the device's jaw was damaged. Pieces of the jaw overmold were missing.

Manufacturer narrative:
D10 concomitant products: vlft10gen, vlft10gen ft series energy platformx1 (serial#:(B)(6)) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information: g3, h3, h6 h3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted that the device's jaw was damaged. Pieces of the jaw overmold were missing. Functional testing found that the device's jaw opening and closing mechanism was functioning properly. It was reported that the device emitted a continuous bleep with an alert message. The reported issue could not be confirmed. The most likely cause could not be established from the information available. The evaluation detected an unreported condition: of jaw damage. The most likely cause was traced to packaging or transport. The user could have not used the device in such conditions. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. A secondary review of the device history records found no potentially contributing factors. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.